Event description:
There was no reported patient impact associated with this complaint. On (B)(6) 2012, the patient contacted animas alleging the pump was intermittently powering off throughout the day. The patient stated the pump would power off and then power on and display the verify screen. At the time of troubleshooting, the reporter stated the pump's battery was replaced just 2 days prior. The reporter confirmed the battery cap was secured to the pump. The patient denied any visible damage to the pump's battery compartment or battery cap. The alleged intermittent power issue remained unresolved.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filled.

Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2012. Device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: review of the black box and download history revealed power on resets recorded in the black box on (B)(4) 2012. There were no alarms related to the complaint recorded in the alarm history. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 24 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. The power complaint was verified in the history but could not be duplicated during the investigation.